Manufacturer narrative:
Additional information was requested regarding the initial reporter name. Should any additional information be received, a supplemental report will be sent.

Event description:
It was reported that there were suspicions this right atrial (ra) lead dislodged. The lead was recently implanted. The lead exhibited oversensing of noisy signals. Technical services (ts) reviewed the reports and suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.